Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the returned product was not able to provide relevant information for the infection related allegations. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis. The patient was suspected of infection after a routine follow up. The patient was hospitalized and underwent surgical intervention to remove the device system. A new right ventricle (rv) lead was placed with internal jugular (ij) access and a new permanent system will be schedule to be implanted. No additional adverse patient effects were reported. The pulse generator was returned. Additional information received from product investigation observed premature battery depletion of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the returned product was not able to provide relevant information for the infection related allegations. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis. The patient was suspected of infection after a routine follow up. The patient was hospitalized and underwent surgical intervention to remove the device system. A new right ventricle (rv) lead was placed with internal jugular (ij) access and a new permanent system will be schedule to be implanted. No additional adverse patient effects were reported. The pulse generator was returned. Additional information received from product investigation observed premature battery depletion of the device.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis. The patient was suspected of infection after a routine follow up. The patient was hospitalized and underwent surgical intervention to remove the device system. A new right ventricle (rv) lead was placed with internal jugular (ij) access and a new permanent system will be schedule to be implanted. No additional adverse patient effects were reported.